Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory injection (dose, frequency and route not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and dianeal therapy was ongoing. No additional information is available.